Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06585. (B)(6) clinical study. It was reported that plaque shift occurred. In (B)(6) 2013, clinical status assessment indicated that the patient's qualifying condition is silent ischemia. Prior to procedure, the patient was found to have abnormal stress test or imaging stress test indicative of ischemia and the patient was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in ramus with 99% stenosis and was 18mm long with a reference vessel diameter of 2.25mm. The target lesion was treated with pre-dilatation and placement of a 2.25 x 20mm study stent with 0% residual stenosis. On the same day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2018, the patient had visited the hospital for the follow-up in the view of worsening dyspnea on exertion. Patient also reported about the irregular heart beat (fluttering). Subsequently the patient was referred for cardiac catheterization. The 95% in-stent restenosis (isr) of the previously placed study stent located in the ostium of the ramus was treated with pre-dilatation and the placement of a 2.5 x 12mm non-bsc stent. Following post-dilatation, residual stenosis was 0% with timi 3 flow. Post pre-dilation of ramus with 2.5mm emerge balloon, there was a significant plaque shift into the ostium of left anterior descending (lad) and left circumflex (lcx) arteries. Angioplasty of ostium of lad and lcx was performed with emerge 2.5x12mm balloon, post which, ostium of lad was patent. However, ostium of lcx continued to have significant stenosis secondary to plaque shift, hence, ¿kissing balloon¿ post dilation with 2.5x12mm nc emerge compliant balloon and 2.5x12mm emerge balloon in left complex was performed with significant improvement. On the same day, percutaneous transluminal coronary angioplasty (ptca) was performed in lcx. In addition, the 80% stenosis in proximal lad to diagonal 1 was treated with the placement of a 2.5x28mm non-bsc drug-eluting stent. On the same day, the patient was discharged on dual antiplatelet therapy.